Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. The customer inquired what steps should be taken to troubleshoot the issue as they wanted to perform troubleshooting on their own. Tandem technical support educated the customer in regards to the steps that are taken for troubleshooting to locate the occlusion.